Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
The device history record (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).